Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead dislodged as a result of twiddler's syndrome. The lead was explanted and replaced. The patient's condition was fine post procedure.